Event description:
During two previous mammograms patients reported that they felt discomfort under their breast. The tech decided that she would simulate getting a mammogram to see if she could determine what the patients were feeling. She put her left breast on the bucky, but did not apply compression. At some point shortly, thereafter, she believes that the jewelry on her left arm contacted an image receptor or other c-arm component, and she experienced a sensation described as a "shock". The tech stated, that she was wearing a metal wrist watch and she was very sweaty at the time of the incident. Shortly after this incident the technologist felt a tingling in her neck, jaw, and left arm. She was seen in urgent care by a physician. No permanent injury was reported.

Manufacturer narrative:
Investigation results: the lower c-arm and the 18x24 htc bucky assemblies that were returned to the factory. The inspection revealed the chassis ground pin was bent and damaged, and its mating receptacle shows damage due to repeated forced insertions. It appears that when the connector with the bent pin was forced into the mating receptacle, the pin was further driven out of alignment and shorted to an adjacent low voltage (19vdc) pin/receptacle. The bucky is a component that is repeatedly plugged into the mammography system during normal use. It is believed that damage to the bucky may have occurred during connection to the system or poor handling or storage practices. This assessment is consistent with the customer's comments that state they were experiencing "intermittent bucky operation (lights not always coming on, bucky hard to get on [lower c-arm])." Engineering believes that continued use of this system with an intermittent and defective connector significantly contributed to the incident. Subsequent to this inspection and assessment, engineering attempted to duplicate this hypothetical failure mode on a test system in the laboratory. We were able to demonstrate that this failure mode could cause 19vdc to be accessible on conductive bucky surfaces. Furthermore, with the additional information provided by the technologist, it is possible that the conditions of "sweaty" skin and conductive jewelry lowered the patient impedance sufficiently for her to feel a tingle from this 19vcd supply.